Manufacturer narrative:
It is known that improper installation, maintenance, or collision can lead to the spring arm covers falling off. The device was inspected by trumpf medical technician and repaired.

Event description:
A plastic elbow cover from an ondal ac 3000 spring arm, which was installed in a trumpf medical surgical light, fell off and made contact with a surgeon's head. The surgeon was not injured and did not need any medical treatment.